Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Mre not completed at time of initial medwatch report. Additional information was requested, and the following was obtained: 1. Could you confirm if the suture easily broken 30 times on the same patient? Or did it occur on different occasions? Doctor didn't mention that how many sutures was involved in this issue or this event frequency. Doctor found that suture is easier broken. Doctor concerned the same event happened for the same lot of sutures so he/she reported a complaint for this issue and returned the remaining 30 ea. 2. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). There are two similar events happened this year. Product code is 8704h; lot no. Is rdbamk. 3. If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? CABG. What is the procedure date? Unknown. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. No. If medication was required, please clarify if it was prescribed by a physician. N/a. What is the most current patient status? Unknown. Can you identify the product code and lot number of the product that was used? Product code: 8704h; lot no.: rdbamk. 4. Lot number? Rdbamk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
Suture easily broken. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 09/06/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.